Event description:
Patient called lfs alleging that the test strips were too large and would not fit in the test port. Patient couldn't fit strip into the meter to activate the meter. Patient explained that the strips appeared to be miss-cut. No adverse event or meter malfunction occurred. Customer service representative discussed product discontinuance.